Manufacturer narrative:
Device is a combination product. (B)(4). A synergy, ous, mr 3.0x32mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the 5th most proximal strut was damaged; lifted and pulled in a distal direction. The undamaged stent outer diameter measured and is within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-nov-2017. It was reported that crossing difficulties were encountered. A 3.00 x 32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another 2.75 x 32mm synergy stent. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.